Manufacturer narrative:
No other information was provided since there was no reported injury. The lot number was provided and request to obtain the expiration date and manufacture date has been requested of the plant. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product was provided and would have included the above solvent change.

Event description:
A hospital employee alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked at the side of the bubble trap while blood was being administered. The employee alleged two other units leaked, both at the side of the bubble trap and one also from a valve.

Manufacturer narrative:
On may 1, 2017 the product was evaluated by the quality department and it was determined that the product returned and received was not manufacturer by the same firm that submitted initial and now follow-up report. Quality was unable to identify the manufacturer of the product returned for evaluation. They did received three complete sets consisting of heat exchange and tubing plus one tubing set assembly that could not be decontaminated however, in the company complaint it was documented this was not a product manufactured by 3m. All applicable sections of this report have been updated as to lot number, 510(k) number, manufacturing site, catalog number for previous information as reported is no longer correct since the product was found not to be a 3m product during analysis.

Manufacturer narrative:
The previous follow-up 1 reported stated: "on may 1, 2017 the product was evaluated by the quality department and it was determined that the product returned and received was not manufacturer by the same firm that submitted initial and now follow-up report." However, it was noted that four samples were returned and one turned out not to be a 3m product. Received three complete sets consisting of heat exchange (hex) and tubing. The following three complete sets were evaluated by the manufacturer were confirmed to have leaks. No lot number was provided as to the three returned sets. Sample 1: component leak. Porous membrane torn with approx 20% of membrane missing. Damage to mating edges of two halves of air trap are bonded together (sonic weld). Verified leaks from both defects identified in air trap. Sample 2: component leak. Damage to mating edges of two halves of air trap are bonded together (sonic weld). Verified leak from edge failure identified in air trap. Sample 3: component leak. Valve missing from bubble trap, verified leak caused by missing valve. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. There was no reported lot applicable to this event so at this time it cannot be determined if these lots did or did not include the solvent process change. The 510(k) applicable to these products was included in the first report and remains applicable. 3m continues to monitor these type of complaints. No information on lot number was provided and without this information (product returned without packaging) it is not possible to determine the date of manufacture or expiration date.